Event description:
It was reported that the device was replaced the day prior because for the last approximately 18 months, the device's pressure setting had changed spontaneously 3 times. It was noted the patient was implanted for cerebral pares and hydrocephalus. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
The returned valve was patent. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. The valve also met the requirements for siphon, pressure flow, preimplantation and leak testing. However it did not meet the requirements for reflux testing. Proteinaceous debris was observed in the interior and on the exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.